Event description:
It was reported to boston scientific corporation that a rigiflex ii single use achalasia balloon dilator was used during an esophagogastroduodenoscopy (egd) with dilatation procedure in 2007, (patient age and weight are unknown). According to the complainant, during procedure prepping, the nurse noted the device guidewire packaged in the balloon, was loaded in backwards. The nurse reversed the device and the procedure was successfully completed with this rigiflex ii single use achalasia balloon dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device discarded